Event description:
It was reported that information was received from the patient regarding an external device. The reason for the call was the patient reported that the recharger will not charge the ins. Patient stated that it just charges for maybe a minute and it starts beeping again. Patient stated that they think something is wrong on the ins because they feel it right up on their skin, and that they can feel the implant tilted and very close on the surface of the skin and they can see it on the mirror, and they think it might migrated a little bit. Patient denied having accidents that may have caused damage to the ins, but said that they go to the gym regularly. Patient also denied having changes on their weight that could affect the implant. Agent had the patient start a recharging session, but the patient instantly saw a brief red light then goes off on the recharger power button, and heard 2 tones falling in pitch. Agent had the patient switch recharger, but the recharger itself won't stay on despite being charged. Agent had the patient place the recharger on the dock and press and hold the power button for 5 seconds, and get it out on the dock and do a hard reset. Troubleshooting did not resolve the issue. Agent ordered a replacement wireless recharger through repair. Agent also redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.